Event description:
Customer alleges false positive troponin I (tni) result with meter. Test results of tni (B)(6) 2012: initial test: 0.06. Same cartridge repeated immediately: 0.18. Same cartridge 3rd test: 0.05. Same sample new cartridge: < 0.05. Second draw in about 1 hour: < 0.05. EKG was negative. Patient complained of chest pain. Patient discharged for "chest pain not related to cardiac condition." Customer uses a tni cutoff of 0.05.

Manufacturer narrative:
Customers observations of precision were not reproduced on sob lot w50011. Customers returned samples were all <0.05ng/ml for tni of triage and 0.00 on accessii. All whole blood donor samples were all <0.05ng/ml with the exception of one donor. A 0.09ng/ml was observed with donor 8. A 0.09 and <0.05ng/ml results are within the 95% confidence limit and is not considered as discrepant result. No product deficiency was established. All sample testing passed final release specifications. As of (B)(4) 2012 there are 3 complaints on sob lot w50011. No corrective action required at this time as no product deficiency was established.